Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted to address the issue.

Event description:
It was reported that the patient underwent a successful left sided thoracic trial due to developing pain in the left lower back and left extremity. The physician will proceed with a scs thoracic system implant as this has proven more effective managing the patient's pain. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which drg lead is liable.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2097. Common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2097.